Manufacturer narrative:
Information received from an affiliate indicated that a stent failed to cross a lesion and during attempt to get the stent to cross the lesion the struts up-lifted and the stent dislodged. The target lesion was the mid rca. The lesion was de novo, heavily calcified and slightly tortuous. There was 90% stenosis. A guide wire crossed the lesion and then a pre-dilation balloon (ikazuchi: 1.5/9mm) was delivered but it would not cross the lesion. Therefore, a rotablator (1.5mm) was conducted and pre-dilation was conducted again. Then, additional pre-dilation was conducted with a (sprinter: 2.5/15mm) and a cypher select+ (3.0/33mm) was delivered to the target lesion using the anchor balloon technique with the bc (powered lacrosse: 3.0/15mm) at the distal portion of rca, but the cypher select+ would not get through the mid-portion of the target lesion due to the calcification. When the physician pushed the cypher select+ to deliver it, the distal edge of the stent of cypher select+ flared. Therefore, the physician tried to retrieve the cypher select+ and the bc together, but the bc was caught on the flared portion of the stent and the stent dislodged on the distal shaft of the cypher select+. The cypher select+ with the stent on the distal shaft was withdrawn into the gc and was safely retrieved from the patient with the guide catheter. The stent was removed from the sds outside the patient. To finish the procedure, pre-dilation was conducted with a bc and two cypher select+ (3.0/33mm and 3.5/18mm) stents were implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician indicated that the cause of the stent dislodgement was that the anchor balloon was caught on the flared portion of the stent of the cypher select+. Fal: one non sterile cypher select + 3.00mm x 33mm was received coiled inside a plastic bag. The sds was wavy and kinked; this condition on the shaft could be related to the way the unit was sent for the analysis. Residues of inflation medium were observed in the inflation lumen. The balloon had not been inflated. The stent was received separated. A stopcock was attached to the hub. During microscopic analysis marks of bumping and crimping were observed in the balloon. The stent omegas were squeezed; the stent was compressed in one end and uplifted in the other end. Crossing profile of the stent could not be measure due to the received condition of the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of strut up-lift and stent dislodgement was confirmed through failure analysis. Review of the information provided and the analysis suggests that vessel/lesion characteristics and/or procedural factors may have contributed to the reported event. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.

Event description:
During the coronary procedure, the cypher select plus stent became dislodged. The stent was retrieved and the procedure was completed successfully.

Manufacturer narrative:
The patient's age was unknown, but was a male. The target lesion was the mid rca. The lesion was de novo, heavily calcified and slightly tortuous. There was 90% stenosis. Femoral approach was chosen for the procedure. A gw crossed the lesion and a balloon catheter (bc) (ikazuchi: 1.5/9mm) was delivered to the lesion for pre-dilation, but the bc would not cross the lesion. Therefore, a rotablator (1.5mm) was conducted and pre-dilation was conducted with the bc. Then, additional pre-dilation was conducted with a bc (sprinter: 2.5/15mm) and a cypher select+ (3.0/33mm) was delivered to the target lesion using the anchor balloon technique with the bc (powered lacrosse: 3.0/15mm) at the distal portion of rca, but the cypher select+ would not get through the mid-portion of the target lesion due to the calcification. When the physician pushed the cypher select+ to deliver it, the distal edge of the stent of cypher select+ flared. Therefore, the physician tried to retrieve the cypher select+ and the bc together, but the bc was caught on the flared portion of the stent and the stent dislodged on the distal shaft of the cypher select+. The cypher select+ with the stent on the distal shaft was withdrawn into the gc and was safely retrieved from the patient with the guide catheter. The stent was removed from the sds outside the patient. To finish the procedure, pre-dilation was conducted with a bc and two cypher select+ (3.0/33mm and 3.5/18mm) stents were implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician indicated that the cause of the stent dislodgement was that the anchor balloon was caught on the flared portion of the stent of the cypher select+. Additional concomitant medical products: sheen man's inflation device, route, rinato, x-treme, rota guidewires, ikazuchi 1.5/9mm, sprinter 2.5/15mm, powered lacrosse 3.0/15mm balloons, terumo's short sheath, rotablator 1.5mm. This device cjb (B)(4) is distributed outside the united states ; however it is similar to the united states product cxs (B)(4). The product is available for analysis. Additional information will be submitted within thirty days upon receipt.